Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was treated with continuous renal replacement therapy (crrt) using a prisma m100 filter set. Approximately 1 hour after the start of treatment the nurse observed an external blood leak on the filter set. The external blood loss was estimated be 20ml.